Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 3, 2018 that a flexiva 200 tractip 200 laser fiber was opened for use in a flexible ureteroscopy (furs) procedure performed on (B)(6) 2018. According to the complainant, during unpacking outside the patient, the fiber tip was noted to be broken off inside the package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.